Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6)2024, it was reported that the patient experienced inaccurate cgm values. The patient had unspecified hyperglycemia symptoms. The cgm was reading 300 mg/dl and the patient self-treated with insulin. Because she believed the insulin was not working, she went to the hospital. There, the blood glucose reading was 900 mg/dl and the cgm was not documented. The patient was admitted and declined to provide additional details. At the time of the call, she was bedridden from an unrelated condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.